Event description:
It was reported that the balloon ruptured. A ranger paclitaxel-coated pta balloon catheter was selected for percutaneous transluminal angiography procedure to treat peripheral arterial disease of the superficial femoral artery. The physician inserted the catheter, and upon treatment the balloon ruptured after 5 second inflation at 6 atm. The procedure was able to be completed successfully using another drug-coated balloon without sequela.